Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 86% stenosed target lesion was located in the distal left anterior descending artery (dlad). A 12 x 2.50 promus premier¿ drug eluting stent (des) was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.